Event description:
A customer reported that her xceed meter had lost power so she was unable to perform tests. The customer had to go to a&e with ketoacidosis. There is no information available on the treatment she received. The customer was released from hospital the same day.